Manufacturer narrative:
The customer (hospital biomed) advised physio-control that the power pcb assembly was replaced. The customer also observed frayed wires on the wire harness connection between the device and the external ac power supply. This wire harness was also replaced. Proper device operation was then observed through functional and performance testing and the device was returned to the end user for use.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with part numbers for replacement power supply module and a replacement ac power supply pigtail. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would no longer power on. The customer reported that they have tried to use other batteries and another ac power adapter and the same issue occurs. There was no known patient use associated with the reported failure.